Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had a red alert and v-tachy mode was set to value other than monitor and therapy. Boston scientific company representative then discussed that the v-tachy mode was turned off. The crt-d device remains in service. No adverse patient effects were reported.